Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead recorded an alert for high, out of range shock load impedances. According to the caller, this behavior had been observed before. The patient was going to be taken to clinic to evaluate. The ICD and this rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).